Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and increased thresholds. An additional follow up was scheduled for further evaluation of the lead integrity. This lead was reprogrammed and remains in service. No adverse patient effects were reported.